Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which was previously released to the field, failed final pack testing due to a decreased battery voltage. The device was returned for analysis.